Event description:
The lay user patient contacted lfs on (b)(46 2012 alleging an issue with the up button with the one touch ping meter. The patient mentioned that they were having issues with the up button on their meter. The patient mentioned that they noticed the issue for about a month. The patient denied exhibiting any symptoms due to the alleged issue and took their usual dosage of medication. The patient denied seeking any medical attention or contacting their physician for assistance. The alleged issue was not resolved over the phone and the product was replaced. There is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because up button was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Supplemental # 1 (B)(4) 2012. The reporter is the one who contacted lfs and mentioned that although the patient did not exhibit any symptoms due to the alleged issue the patient self-treated with an unspecified amount of humalog insulin. The reported also indicated that due to the alleged issue with the meter, the meter, when the patient hit the "ok" button twice it would deliver insulin too soon to the patient. Reporter denied that the patient exhibited any symptoms when the insulin was delayed too soon. The complaint remains the same and is a reportable malfunction.

Manufacturer narrative:
Follow-up #2 (submission 11/27/2012)-device evaluation: lifescan received the meter with the complaint and completed device evaluation on (B)(4) 2012. The alleged complaint was not confirmed; however a secondary issue was discovered during investigations. The returned meter had a line through the display due to a defective lcd.